Manufacturer narrative:
Evaluation of the returned console revealed a flowmeter with unstable tare offset values. The flowmeter was replaced and the unit was placed back in service.

Event description:
The patient had low beat rates with erroneously high reported flows of 5.0 l/min. The pt became hemodynamically unstable. The console did not alarm because the alarm trigger is a low flow rate and the console indicated normal flows. The hospital staff switched to a hand pump and then to a backup console.